Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) on november 16, 2007 alleging the one touch ultra mini lancer casing was cracked/broken. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the lancing device issue began in 2007. After the reported issue, the patient reported sweaty and shaky. The patient denied receiving medical attention or taking action following use of the meter. The issue was not resolved with troubleshooting with the cca. The lancing device and meter were replaced. It would have been helpful to know: if the patient was still able to test, her medication regimen, date/time of the symptoms, treatment for the symptoms and testing frequency. This complaint is reported, as the issue was not resolved and there was an indication of a serious injury, as the patient was found to be hypoglycemic after the reported issue.